Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of thrombus as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effect of thrombosis cannot be determined. Although a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. The clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is conservatively filed for possible thrombus noted during the procedure. It was reported that this was a mitraclip procedure treating mitral regurgitation grade 4+ with a posterior leaflet flail. Clip delivery system grasped the mitral valve leaflets without issue. During leaflet assessment, a questionable structure was noted which had not been noticed during the baseline assessment. The echosonographer determined the structure was the pre-existing flail. Although thrombus was not confirmed, tissue plasminogen activator was provided as conservative treatment. The procedure was delayed approximately 10 minutes without any clinical significance. The same mitraclip was deployed on the leaflets without issue, reducing the mr to grade 1-2+. No additional information was provided regarding this issue.